Event description:
The user facility reported to that the oxygenator had poor o2 transfer and co2 elimination. The patient's blood flow was 3.3 l/min, and fio2 was at 100 percent. The pressure inside the system was adequate, and the pressure in front of the membrane was 250 - 270 mmhg. No impact or consequence to patient. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has not been completed. A review of the device history record revealed no indication of production related anomalies. A review of the complaint file found no other reports with the involved lot number/product code combination. The actual sample will be evaluated upon receipt. Evaluation: (B)(4) - no known impact or consequence to patient; use of device issue. Device not returned to manufacturer.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accordance with applicable regulations - and as indicated by terumo medical corporation in the initial report submitted to the FDA on january 15, 2014. A visual inspection of the actual sample did not reveal any anomalies or breaks which would have contributed to insufficient gas transfer performance. The sample was performance tested for gas transfer performance by circulating bovine blood through a test circuit. No anomalies were revealed in the gas transfer performance of the actual sample. The obtained values met specifications. The provided perfusion record was evaluated (patient body surface area of 1.19 m2). The blood flow rate was kept in the range of 3.2 - 3.7 l/min, which was sufficient for the patient's bsa. The fio2 was increased twice (at 10:58 and 11:58), according to the perfusion record, and the pao2 was noted to decrease. Bovine blood was flowed through the actual sample with fio2 at 75%, 85%, and 100%. It was noted that when the svo2 decreased, the pao2 decreased; when the fio2 increased, the pao2 increased. The investigation results verified that the actual sample was within specifications. A review of the device history record revealed no indication of production related anomalies, and a review of the complaint file confirmed no other reports of the involved product/lot number combination. From the reproductive test results, it can be inferred that the low gas flow rate and low fio2 led to a gradual decrease in svo2 and resulted in the decrease in pao2; however, a definitive root cause was unable to be identified. Method - actual device evaluated, performance tests performed, visual inspection. Results - no failure detected. Conclusions - no failure detected - device operated within specifications. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.